Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high r-wave amplitude was found. The lead was not used, and another was implanted with good values. The patient was in good condition.